Manufacturer narrative:
The patient samples were tested for the presence of interference. The results of a dilution series strongly showed a possible interference. The investigation did not identify a product problem.

Manufacturer narrative:
In g8 mfg report no 1823260-2023-04019-01, h10 additional mfg narrative should have been: "the investigation determined that the consistent values of the patient samples measured with both the 18-minute and stat application do not indicate any igg/igm interference interferences." Instead of: "the patient samples were tested for the presence of interference. The results of a dilution series strongly showed a possible interference." The investigation produced higher troponin t hs results compared to the customer's. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable troponin t hs elecsys results from two patient samples tested on the cobas e 801 analytical unit. The reporter stated the results were inconsistent with the patients' clinical symptoms prompting the rerun of the patient samples. They reported the results to the clinic after performing polyethylene glycol (peg) precipitation tests. The reporter stated that the peg precipitation test results (with <40% recovery rate) indicated that macromolecular substances interfered with the patient sample results. They requested further investigation of the patient samples for interference. Sample (B)(6): the initial troponin t result was 31.2 pg/ml. The first troponin t repeat result from a 601 platform was 29.84 pg/ml. The second troponin t repeat result from another manufacturer's analyzer was 22.5 pg/ml (reference range <13pg/ml). The troponin I result from a vitros 5600 analyzer was <0.012ng/ml (reference range <0.053pg/ml). The troponin t result after peg precipitation was 11.4 pg/ml; the recovery rate was 36.54%. Sample (B)(6): the initial troponin t result was 49.0 pg/ml. The first troponin t repeat result from a 601 platform was 46.87 pg/ml. The second troponin t repeat result from another manufacturer's analyzer was 63.2 pg/ml (reference range <13pg/ml). The troponin I result from a vitros 5600 analyzer was <0.012ng/ml (reference range <0.053pg/ml). The troponin t result after peg precipitation was 14.8 pg/ml; the recovery rate was 30.2%.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The patient samples were received for investigation. The investigation reviewed the calibration data; the results were within specifications. The investigation reviewed the qc data; the qc results were within specifications on the day of the event. The investigation is ongoing.